Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? Unknown. What was used to complete the procedure? Unknown. Please provide the lot number for the involved device. Lot# qkmmck. Please provide the procedure name. Unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. " trade name - irgacare "active ingredient(s) triclosan " dosage form suture/solid/parenteral " strength = 472 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture was breaking and not coming out of the dispenser properly. No adverse patient consequences were reported. Additional information was requested.